Event description:
It was reported that about two weeks post-implant, the patient implanted with this pacemaker experienced an infection and erosion at the device pocket. The device was explanted and a new pacemaker was implanted on the patient's other side using the existing leads. No additional adverse patient effects were reported. The explanted device was planned to be returned for disposal.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis. The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the pacing and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
It was reported that about two weeks post-implant, the patient implanted with this pacemaker experienced an infection and erosion at the device pocket. The device was explanted and a new pacemaker was implanted on the patient's other side using the existing leads. No additional adverse patient effects were reported. The explanted device was planned to be returned for disposal.